Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device went to the black screen and the station turned off. A field service engineer found that the malfunction was due to configuration issue. Disabled the settings and ran hibernation to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed a black screen and station cabinet was off. The customer reported that users were unable to remove medications, but there was no delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the unexpectedly stopped responding due to configuration issue. During device inspection, a field service engineer disabled hibernation to resolve the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed a black screen and station cabinet was off. The customer reported that users were unable to remove medications,but there was no delay in patient care. There were no adverse events or injuries reported based on this incident.